Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation - (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: testing found no data in black box or download histories from time of reported issue due to continued use. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. Pump passed 29 hour flow accuracy test and found to be delivering within the required specifications. Pump time set; pump exercised for 24 hours. Removed battery; pump left without power for 6 hours; when pump powered on it had returned to default time and date. Pump opened and internal battery was found to be leaking. Dates in total daily dose history are incongruent changing from (B)(4) 2013, no data in black box from these dates due to continued use. Daily insulin delivery totals appear inconsistent due to date issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of her son (the patient) alleging that the pump had an inaccurate delivery issue. The reporter indicated that on the morning of (B)(6) 2012, she delivered a bolus via the meter remote and pump. The reporter claimed that she heard the pump deliver the bolus. However, she admitted that she did not look at the pump's display to see the amount counting down. While the patient was at school, the patient's blood glucose (bg) level reached "404 mg/dl" and he had ketones. No symptoms were reported. When the reporter checked the pump's history, she noticed that 0.00 units of 0.00 units had been delivered at 7:21 am that morning. Prior to contacting anm, the reporter treated the patient with a correction bolus of 2.15 units. Through troubleshooting, the reporter delivered a "0.05 unit" bolus in the air and a "0.00 unit" bolus in the air via the meter remote. The pump correctly recorded the two air boluses. The pump's keypad was responding normally. The pump's date and time were reportedly correct. The reportedly admitted that it was possible that she might have confirmed a '0.00 unit" bolus. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed an elevated bg level and ketones which can be associated with severe hyperglycemia. However, the patient's injury can be attributed to possible use-error considering the alleged issue could not be duplicated with troubleshooting.